Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, foreign) regarding a patient who was receiving an baclofen of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that the patient travelled to (B)(6) by plane and some time later back to (B)(6). The patient experienced overdosing symptoms starting around one hour after the flight. This happened after both flights. The pump was checked in a hospital in (B)(6) but no malfunction could be identified. Environmental/external/patient factors that may have led or contributed to the issue was noted as flight altitude. The patient was advised to contact their physician in (B)(6) to check the pump and their therapy. No actions were taken to resolve the issue. The issue was resolved as of (B)(6) 2024. The patient was without injury regarding their status as of (B)(6) 2024.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the pump had been interrogated and no errors or problems could be found. Since the symptoms of the patient were directly timely related to the flights, no other issues had been reported and the symptoms did not occur again. No other diagnostic or troubleshooting was planned. It was believed that the cause of the patient's symptoms were believed to be from the pressure changes during flight travel that caused a slight overdose the patient reacted sensitively to, thus causing the symptoms. The pump was interrogated during a stationary visit to the hospital and no technical issues, warnings or problems could be found. Overdose symptoms were resolved without changing any pump parameters. No further actions were taken since the problem/symptoms went away alone. The pump remained impl anted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.